Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that his wife is taking him to the clinic due to high blood glucose. Customer's blood glucose was unknown. Caller stated that the customer insulin pump is not showing the correct amount of bolus. Nothing further was reported.